Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported break in aseptic technique described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of bacterial peritonitis with (B)(6) in a patient coincident with unspecified dianeal therapy. On an unreported date, the patient began treatment with unspecified dianeal solution therapy (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) therapy. Initially the caregiver (cg) contacted baxter technical service to request assistance with ending peritoneal dialysis (pd) therapy because the cg reported "the home patient (hp) has a stomach ache". The technical service representative provided the requested assistance. There was no report of patient injury or need for medical intervention at the time of the initial call. On (B)(6) 2012 baxter product surveillance made contact with the peritoneal dialysis nurse (pdn) to follow up on the reported incident. The nurse reported the patient presented to the emergency room with abdominal pain, was diagnosed with peritonitis, and was admitted to the hospital on (B)(6) 2012. The date of discharge was unknown. The pdn reported the peritonitis was caused by touch contamination (details not provided). It was reported the hp was re-trained by the nurse in proper aseptic technique. During the patient's hospitalization, the hp was treated with fortaz (IV) intravenous (dose, frequency, and lot not reported). Per the pdn the patient has recovered from the peritonitis event (date unknown). The nurse reported that she had very limited information regarding this peritonitis event because she was on vacation at the time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.